Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that a diabetic patient with impaired kidney function generated an architect ca 125 ii assay result of 990 u/ml. Just a few months ago, this patient generated a result of around 500 u/ml. The customer believes that the current result is falsely elevated. There is no impact to patient management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations associated with the affected reagent lot were identified. An in-house retained reagent kit of architect ca 125 ii reagent, lot number 70006m800, was tested in an accuracy performance setup. Results from this testing did not implicate that the accuracy performance of the lot is negatively impacted. All acceptance criteria met specifications. No returns were made available from the customer site. The architect ca 125 ii assay package insert contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, no systemic issue or product deficiency was identified.